Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer experienced a high blood glucose (bg) with ketones that led to hospitalization. Bg value was not provided. The high bg was treated with insulin pens. No further information on treatment, release date, or patient condition were provided. The customer reverted to manual injections and the pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.